Event description:
Follow up information obtained identified no surgical intervention to address the issue was planned at this time.

Event description:
Additional information received identified the patient's scs ipg was replaced with a new one and the issue addressed.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to connect to the scs ipg with the patient controller. The issue began for the patient after a surgical procedure where the device was not set to surgery mode. A company representative met with the patient but was unable to connect to the patient's scs ipg. Troubleshooting was unable to resolve the issue. Surgical intervention may be necessary to replace the patient's ipg.